Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pbk005 number, and no non-conformance's were identified. Investigation summary: one empty labeled winding former and a dispensed needle-suture of product code sxpp1a301, lot pbk005 were returned for analysis. During the inspection visual of the sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed; no defects or damaged on the barbs were found; but, the sides of the fixation tab was broken. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, it could not be determined what may have caused the reported incident.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and barbed suture was used. During the procedure, the fixation tab of the device came off during continuous suturing though no extra force was applied. There were no adverse consequences to the patient.